Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10, h11. Corrected fields: e4, g1(contact person). The fitting, quick disconnect, male was returned to getinge's national repair center for evaluation. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
During the installation the iabp was failing the leak test, the getinge field service engineer (fse) secured all fitting by torque down the fitting. He isolated the leak to the rescue unit and found the leak came from the male fitting on the internal threading of where the helium line attached to the helium reservoir assy. The fse replaced the defective quick connector fitting and retested the leak test, which passed the manufacturer¿s required specifications. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) was failing the leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10.